Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported adverse events of foreign body in patient and mitral regurgitation/mr as listed in the mitraclip g4 system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated, the reported entrapment of the device appears to be due to procedural circumstances. Additionally, patient effects of the foreign body in patient and mr were cascading events of reported entrapment of the device. Furthermore, the reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement. It was reported the procedure was performed to treat grade 4+ degenerative mitral regurgitation (mr). The steerable guide catheter was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve, however the clip got stuck in the chordae of the posterior papillary muscle and could not be freed. The decision was made to deploy the clip, the clip was deployed on the anterior leaflet only. No clips were implanted, mr remains 4+. The patient was stable post procedure. No additional information was provided.